Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-09605. It was reported the patient's system was explanted on an unknown date for an unknown reason. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09605.